Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 5.1, reference: 7.9, mean: 6.50, confidence limits: n/a. Analysis of customer's data revealed that both inratio and reference inr values were greater than 5.0. Inr results exceeding 5.0 generally have reduced accuracy. Precision and linearity, both in point-of-care and laboratory based pt testing. Confidence limits were not derived from customer's results. No product is expected to be returned. Retained strip testing from a previous case revealed that test result comparisons met accuracy criteria. No further investigation required at this time. As reviewed on 12/22/2010, seventeen discrepant result complaints were reported for lot #237432 yielding a complaint rate of 0.003%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%), no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established. Investigation results from a previous case on strip lot #237432. The allowable difference between the inratio inr's and sysmex inr's was calculated. (B)(4) replicates for both samples of strip lot 237432 are within the allowable bias. No discrepant results were produced on in-house meters. These meet the above criteria. No further action is required.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 5.1, lab: 7.9. Patient's therapeutic range: 2.0-3.0 inr.